Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported event. Upon reception, the device is able to fully initialize and did not display any error messages. Review of the event log did not permit to find the origin of the issue. The most probable hypothesis is that a hardware or network issue caused the device to not work properly. This case is retained and utilized for trend purpose.

Event description:
Reportedly, on (B)(6) 2025, the device display the error message : "smartview connect app isn't responding".

Event description:
Reportedly, on 24-july-2025, the device display the error message: "smartview connect app isn't responding".

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported behavior. Review of event logs and files is still ongoing, results are not available yet.